Manufacturer narrative:
A4-a6: unk. H6-device code 1494: off-label use (under 21yrs of age at date of implant). Claim #(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo 12.6 implantable collamer lens of diopter -11.5/1.5/073 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2023 the lens was exchanged for a longer length lens due to low vault without rotation. The problem was resolved. The cause of the event was reported as unknown.